Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported the customer received a "signal loss" alarm while wearing an adc freestyle libre 2 sensor and experiencing unspecified symptoms of hypoglycemia. Customer was unable to self-treat and was provided treatment of dextrose by a non-hcp. There was no report of death or permanent injury associated with this event.